Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, detached connector / inlet + two exhaust tubes, and additional inlet tube were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Both cylinders were received with the tow sutures attached. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the longer detached exhaust tube and the detached inlet tube. No functional abnormalities were noted on either detached exhaust tube, the detached inlet tube or with the connectors. No functional abnormalities were noted with the additional inlet tube. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing near the strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.